Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external abrasion breaching the optim sheath only at proximal region consistent with friction to the device can. No other anomalies were found.

Event description:
This report is to advise of a failure event observed during analysis.